Manufacturer narrative:
The sample is available and is awaiting receipt by the singapore plant. A follow up report will be filed if the sample is returned and evaluated or if additional information becomes available. This product is manufactured for distribution outside of the u.s. And does not have a 510k number. This incident is being reported because the product is the same as or similar to a product distributed within the u.s. (B)(4).

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. It was visually inspected and the reported condition was confirmed. Cracks were observed on the y-site. A batch review could not be performed as the lot number is unknown and an assignable root cause could not be determined.

Event description:
The customer reported to baxter (B)(4) on september 24, 2010, an incident where cracks were found at the housing with this interlink y-site set. This incident occurred during priming. There was no patient injury or medical intervention associated with this report. No additional information was available.